Event description:
Incident occurred in 2003 during patent ductous arteriosis (pda) surgery on pt, in which during use of electrosurgical unit, the ohmeda medical giraffe omnibed alarms were triggered and could not be silenced. The omnibed exhibited system failure 7 and system failure 5. The user attempted to silence the alarm by cycling power on and off and the elevating base descended slowly several inches. There was no reported pt injury. The incident appeared to be caused by the use of the rf generating electro-surgical unit during the surgery.